Event description:
Bovie machine stopped functioning at end of scheduled cesarean section. Machine changed out; md noted two burns on patient's right and left legs where grounding pads were placed. Upon inspection, allis clamp was applied directly to the bovie wiring to the pen.biomedical department evaluation:visual inspection revealed "teeth" marks from the allis clamp used to secure surgical drapes. Based upon professional judgment, it is felt that the burns were a result of arcing that occurred during surgery.